Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a separation issue described as ¿the white twist clamp separated¿. This was identified during setup of the device for peritoneal dialysis therapy. The transfer set had been in use on the patient for four (4) months at the time of the event. No cleaning solutions, solvents or detergents were used on the product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.